Event description:
Initial report: following a fall, the tibial plateau unsealed. Additional information received identifying cement was depuy but specific product information is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. D1. Brand name, d2a. Common device name, d2b. Procode, d3. Manufacturer name, d3. Manufacturer address street line 1, d3. Manufacturer city, d3. Manufacturer state code, d 3. Manufacturer zip code, d3. Manufacturer zip code extension, d 3. Manufacturer zip code, d4. Catalog, d 6b. Explantation day, d 6b. Explantation month, d6b. Explantation year, g1. Manufacturing site name, g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g 1. Manufacturer site country code, g1. Manufacturer site postal code, and h6. Medical device problem code

Manufacturer narrative:
Mwr-11032021-0000913063 and mwr-17032021-0000917115 under mrn 1818910-2021-05236 are being retracted as they are duplicate reports of mwr-10032021-0000912571 under mrn 1818910-2021-00908. All further reports will be reported under mrn 1818910-2021-00908.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Initial report: following a fall, the tibial plateau unsealed. Revision provided due to pain. Further information provided that cement is depuy but lot number is n/a.